Event description:
It was reported that the pt experienced withdrawal from compounded baclofen. The hcp stated that there were unspecified programming problems. The pt underwent a catheter dye study, but the hcp was unable to aspirate from the catheter. The pump was explanted and replaced. No pt injury was reported; the pt recovered without sequela.